Event description:
Report received of a potential over-delivery due to operator error. It was reported that an abbott aim plus pump was involved in an incident with a pt. The customer contact reported that there was no malfunction of the pump, but that "user error in programming the pump" resulted in the event. Event details were not given. After multiple requests for event info, the customer contact reported that the event "did not involve a serious injury or death", and that they would not provide any further info related to the event. The serial number of the pump was not provided by the customer. The pump will not be returned to the mfg site for testing and investigation. Though requested, no further info was available.